Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated MFR report# 3005099803-2009-00735 for a description of the other event. It was reported to boston scientific corp in early 2009 that a resolution clip device was used during a colonoscopy procedure (male pt and weight unk). According to the complainant, during the procedure, two tip of both devices broke off and fell into the pt. The tips were retrieved (method of retrieval unk). The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.